Manufacturer narrative:
H1- updated to serious injury. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the leads were explanted and replaced . Reportedly effective therapy was restored.

Event description:
Related manufacturer reference number: 1627487-2021-19369. It was reported that the patient suffered a fall and x-ray confirmed that one lead was fractured. It was also reported that the contacts were exhibiting high impedances on both leads. Both leads are reported as it is unknown which lead was liable. No further plan of action at this time.

Manufacturer narrative:
Date of event is estimated.